Manufacturer narrative:
Findings: pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Rewind functioned properly during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 350 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.